Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance high out of range. Technical services (ts) was consulted and recommended lead replacement. The measurements eventually went back to normal range. The device remains in service. No adverse patient effects were reported.